Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self-test and a review of the alarm log were performed. The f-38 alarm was identified during power on self-test and log review. The cause of the condition was force sensing resistors out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. There was no patient involvement. No additional information is available.